Manufacturer narrative:
Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No pump error 82 alarm noted during testing. Successfully downloaded history files and traces using thump. Pump error 82 was found in the history file/long trace file on 08/06/2024 20:41:22.000. No alerts/alarms/anomalies noted during testing. Pump error 37 found in history files on the event date 08/03/2024 13:02:14.000. During self test, the red led indicator turned on and the vibrator motor vibrated with both functioning properly which indicates the hardware worked as expected. Pump was cut open to perform visual inspection and found no physical or moisture damage to the keypad assembly, electronic assembly, or motor assembly. Motor was tested outside of the device on the stb3 station and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, missing display window/cover, keypad overlay texture damage, scratched case, cracked case-corner of belt clip rails, cracked case, battery tube threads - cracked and label damage (stained). Pump error 82 was confirmed, however unable to confirm for software anomaly due to insufficient data in the detail trace file 08/17/2024 07:48:00.000, problem isolated to the electronic assemblies. Pump error 37 was isolated to electronic assembly. Unable to verify exposed to magnetic field or MRI. Cosmetic damages were noted during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 82, pump error 37, and the pump was exposed to high magnetic environment. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed. The customer was able to clear the error and the pump passed the displacement test. The pump did not pass additional testing or the error table indicated that replacement was required. No harm requiring medical intervention was reported. The customer will discontinue to use the device, mmt-1880 was requested and customer response was the device will be returned.